Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing, settings rate 12.5 res vol 97.2 , given 17.8, air in tubing, no injury to patient. No further information available.